Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during the right ventricular (rv) lead and right atrial (ra) lead implant procedure the lead exhibited high thresholds and were removed and replaced with different leads. No patient complications have been reported as a result of this event.